Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004 and tyco health ivs tunneller was implanted into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a&p repair with mesh, tension free bilateral sacrospinous ligament fixation; due to detrusor instability, 4th degree cystocele, 2nd degree rectocele and prolapse of vaginal cuff. It was reported that following insertion the patient experienced dysuria, pelvic pain, worsening sui, urgency, severe and chronic pain in legs and thighs, nerve damage, recurrent utis, dyspareunia, hematuria, pelvic pain that is exacerbated by coughing and sneezing, elevated white blood cell count, since the implant patient requires using a cane to walk, vaginal pain, neuropathy, leg weakness, recurrent, prolapse and vaginal scarring. (B)(4).